Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over-infusing and the downstream occlusion (dso) was damaged. The event occurred during testing; there was no patient involvement and not patient harm.

Manufacturer narrative:
While performing a review it was discovered that the file under MFR number 3012307300-2024-01421 was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This file is no longer considered reportable.